Manufacturer narrative:
(B)(4).

Event description:
It was reported during implant surgery, a lead was dropped on the floor, so a new lead was used. Additional information was requested, but was not available as of the date of this report.